Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the bottom part of the tube clamp would not open. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed by the field service rep (fsr). The fsr removed and replaced the tube clamp assembly. The fsr verified the unit operated to MFR specs and returned the unit to clinical use. This known issue has been investigated. No add'l action will be taken at this time.